Event description:
It was reported by the patient family member that several times in a couple week period the patient received shocks from the device. Follow up determined the shocks were inappropriate because the patient was in supra ventricular tachycardia (svt) and the device detection feature did not identify the rhythm to withhold therapy due to varied qrss and premature ventricular contractions. No reprogramming was done, but the patient¿s medications were changed. The device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).